Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in a 39-year-old female patient who had essure (batch no. D01967) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vision blurred, shortness of breath, appetite lost, bloating, pain in hip, neck pain, sigmoid diverticulosis, vaginismus, scotoma, chest pain, dyschezia, heat intolerance, cold intolerance, pain in hip, stomach ache, abdominal pain, nausea, low back pain, coccydynia, headache, vomiting, diarrhea, dry eyes, tinnitus, hematochezia, weight loss, helicobacter pylori test positive, faecal occult blood positive, endoscopy, dry heaves, chills, burning micturition, periumbilical pain, painful intercourse, ovarian cyst, hemorrhagic cyst and gerd. Concomitant products included ibuprofen from (B)(6) 2015 to (B)(6) 2018, medroxyprogesterone acetate (depo provera) since (B)(6) 2015 and paracetamol (tylenol). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: mental anguish, depression"), depression ("psychological or psychiatric problems condition: mental anguish, depression"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vision blurred ("vision blurry") and was found to have weight decreased ("weight gain/ loss specify which: weight loss"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menstrual hemorrhaging/abnormal bleeding (vaginal, menorrhagia)/mestrual periods"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches") and back pain ("lower back pain"). On an unknown date, the patient experienced abdominal pain lower ("cramping"). The patient was treated with codeine phosphate;paracetamol (acetaminophen and codeine), ferrous sulfate, phenazopyridine hydrochloride (pyridium), tramadol and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, migraine, nausea and back pain had resolved, the vaginal haemorrhage, female sexual dysfunction, anxiety, depression, headache, dysmenorrhoea, dyspareunia, weight decreased and vision blurred outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: discrepancy noted- insertion date (B)(6) 2015, (B)(6) 2015 the left device was placed first with 4 turns of the device showing after placement. The right device was then placed with 4 turns showing. Removal details: procedure: the fallopian tube was pulled towards the patient's left slightly with popping out of coil. The coil was carefully milked and removed in its entirety from the left side. This was repeated on the contralateral side without incident. The coils were inspected and noted to be intact. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Pathology test - on (B)(6) 2018: gross description: there is in addition a spring-like device which is metallic and measures 3 cm by 3 mm in diameter. This is submitted for gross diagnosis only and the fallopian tube is represented in one block. In addition a spring-like device which measures 3 x 0.3 cm.. Ultrasound pelvis - on (B)(6) 2018: 1. Complex cyst on the right ovary. This may represent collapsing hemorrhagic cyst. 2. Essure coils in normal position. Reason for exam (us transvaginal non-ob) chronic pelvic pain. Impression: 1. Complex cyst on the right ovary. This may represent collapsing hemorrhagic cyst. 2. Essure coils in normal position. 3. Probable left parapelvic cyst.; on (B)(6) 2018: impression: complex cysts on the right ovary. May represent collapsing hemorrhagic cyst. Essure coils in normal position. Probable left parapelvic cyst. (B)(6) 2018 surgical pathology report gross description: "left fallopian tube and essure" is two tubal fragments of tissue with aggregate length approximately 6 cm and average diameter approximately 0.6 cm. Fimbriated end is present. There is in addition a spring-like device which is metallic and measures 3 cm by 3 mm in diameter. "Right fallopian tube and essure" is multiple fragments of fallopian tube in aggregate 5 cm length, 0.6 cm average diameter. In addition a spring-like device which measures 3 x 0.3 cm. The devices are submitted for gross diagnosis only.. Ultrasound scan - on (B)(6) 2016: impression: diagnosis: vaginismus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain lower, pelvic pain, headache, back pain, weight loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2019: pfs received- outcome of menorrhagia and lower back pain updated to recovered / resolved. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in an adult female patient who had essure (batch no. D01967) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vision blurred, shortness of breath, appetite lost, bloating, pain in hip, neck pain, sigmoid diverticulosis, vaginismus, scotoma, chest pain, dyschezia, heat intolerance, cold intolerance, pain in hip, stomach ache and abdominal pain. Concomitant products included ibuprofen from (B)(6) 2018. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menstrual hemorrhaging/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: mental anguish, depression"), depression ("psychological or psychiatric problems condition: mental anguish, depression"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight decreased ("weight gain/ loss specify which: weight loss"), back pain ("lower back pain") and vision blurred ("vision blurry"). On an unknown date, the patient experienced abdominal pain lower ("cramping"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on 31-jan-2018. At the time of the report, the pelvic pain, migraine and nausea had resolved, the menorrhagia, vaginal haemorrhage, female sexual dysfunction, anxiety, depression, headache, dysmenorrhoea, dyspareunia, weight decreased, back pain and vision blurred outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: discrepancy noted- insertion date aug2015, 01sep2015 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. On 29jan2018 transvaginal pelvic ultrasound report impression: complex cysts on the right ovary. May represent collapsing hemorrhagic cyst. Essure coils in normal position. Probable left parapelvic cyst. 31jan2018 surgical pathology report gross description: "left fallopian tube and essure" is two tubal fragments of tissue with aggregate length approximately 6 cm and average diameter approximately 0.6 cm. Fimbriated end is present. There is in addition a spring-like device which is metallic and measures 3 cm by 3 mm in diameter. "Right fallopian tube and essure" is multiple fragments of fallopian tube in aggregate 5 cm length, 0.6 cm average diameter. In addition a spring-like device which measures 3 x 0.3 cm. The devices are submitted for gross diagnosis only. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain lower, pelvic pain, headache, back pain, weight loss. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaints. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in an adult female patient who had essure (batch no. D01967) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vision blurred, shortness of breath, appetite lost, bloating, pain in hip, neck pain, sigmoid diverticulosis, vaginismus, scotoma, chest pain, dyschezia, heat intolerance, cold intolerance, pain in hip, stomach ache and abdominal pain. Concomitant products included ibuprofen from (B)(6) 2015 to (B)(6) 2018. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menstrual hemorrhaging/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: mental anguish, depression"), depression ("psychological or psychiatric problems condition: mental anguish, depression"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight decreased ("weight gain/ loss specify which: weight loss"), back pain ("lower back pain") and vision blurred ("vision blurry"). On an unknown date, the patient experienced abdominal pain lower ("cramping"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, migraine and nausea had resolved, the menorrhagia, vaginal haemorrhage, female sexual dysfunction, anxiety, depression, headache, dysmenorrhoea, dyspareunia, weight decreased, back pain and vision blurred outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: discrepancy noted- insertion date (B)(6) 2015, (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. On (B)(6) 2018 transvaginal pelvic ultrasound report impression: complex cysts on the right ovary. May represent collapsing hemorrhagic cyst. Essure coils in normal position. Probable left parapelvic cyst. (B)(6) 2018 surgical pathology report gross description: "left fallopian tube and essure" is two tubal fragments of tissue with aggregate length approximately 6 cm and average diameter approximately 0.6 cm. Fimbriated end is present. There is in addition a spring-like device which is metallic and measures 3 cm by 3 mm in diameter. "Right fallopian tube and essure" is multiple fragments of fallopian tube in aggregate 5 cm length, 0.6 cm average diameter. In addition a spring-like device which measures 3 x 0.3 cm. The devices are submitted for gross diagnosis only. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain lower, pelvic pain, headache, back pain, weight loss. Most recent follow-up information incorporated above includes: on 18-sep-2018: new mr received- lot number, new reporters and concomitant conditions were added. On 19-sep-2018: new pfs received- new event vision blurry was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a 39-year-old female patient who had essure (batch no. D01967) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vision blurred, shortness of breath, appetite lost, bloating, pain in hip, neck pain, sigmoid diverticulosis, vaginismus, scotoma, chest pain, dyschezia, heat intolerance, cold intolerance, pain in hip, stomach ache, abdominal pain, nausea, low back pain, coccydynia, headache, vomiting, diarrhea, dry eyes, tinnitus, hematochezia, weight loss, helicobacter pylori test positive, faecal occult blood positive, endoscopy, dry heaves, chills, burning micturition, periumbilical pain, painful intercourse, ovarian cyst, hemorrhagic cyst and gerd. Concomitant products included ibuprofen from (B)(6) 2015 to (B)(6) 2018, medroxyprogesterone acetate (depo provera) since (B)(6) 2015 and paracetamol (tylenol). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: mental anguish, depression"), depression ("psychological or psychiatric problems condition: mental anguish, depression"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vision blurred ("vision blurry") and was found to have weight decreased ("weight gain/ loss specify which: weight loss"), 1 month after insertion of essure. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menstrual hemorrhaging/abnormal bleeding (vaginal, menorrhagia)/mestrual periods"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches") and back pain ("lower back pain"). On an unknown date, the patient experienced abdominal pain lower ("cramping"). The patient was treated with codeine phosphate;paracetamol (acetaminophen and codeine), ferrous sulfate, phenazopyridine hydrochloride (pyridium), tramadol and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, migraine, nausea, dysmenorrhoea, back pain and abdominal pain lower had resolved and the female sexual dysfunction, anxiety, depression, headache, dyspareunia, weight decreased and vision blurred outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: discrepancy noted- insertion date (B)(6) 2015, (B)(6) 2015 the left device was placed first with 4 turns of the device showing after placement. The right device was then placed with 4 turns showing. She had been treated for pain, bleeding removal details: procedure: the fallopian tube was pulled towards the patient's left slightly with popping out of coil. The coil was carefully milked and removed in its entirety from the left side. This was repeated on the contralateral side without incident. The coils were inspected and noted to be intact. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Pathology test - on (B)(6) 2018: gross description: there is in addition a spring-like device which is metallic and measures 3 cm by 3 mm in diameter. This is submitted for gross diagnosis only and the fallopian tube is represented in one block. In addition a spring-like device which measures 3 x 0.3 cm. Ultrasound pelvis - on (B)(6) 2018: 1. Complex cyst on the right ovary. This may represent collapsing hemorrhagic cyst. 2. Essure coils in normal position. Reason for exam (us transvaginal non-ob) chronic pelvic pain. Impression: 1. Complex cyst on the right ovary. This may represent collapsing hemorrhagic cyst. 2. Essure coils in normal position. 3. Probable left parapelvic cyst.; on (B)(6) 2018: impression: complex cysts on the right ovary. May represent collapsing hemorrhagic cyst. Essure coils in normal position. Probable left parapelvic cyst. (B)(6) 2018 surgical pathology report gross description: "left fallopian tube and essure" is two tubal fragments of tissue with aggregate length approximately 6 cm and average diameter approximately 0.6 cm. Fimbriated end is present. There is in addition a spring-like device which is metallic and measures 3 cm by 3 mm in diameter. "Right fallopian tube and essure" is multiple fragments of fallopian tube in aggregate 5 cm length, 0.6 cm average diameter. In addition a spring-like device which measures 3 x 0.3 cm. The devices are submitted for gross diagnosis only.. Ultrasound scan - on (B)(6) 2016: impression: diagnosis: vaginismus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain lower, pelvic pain, headache, back pain, weight loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received : outcome of the events pain and bleeding changed to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a 39-year-old female patient who had essure (batch no. D01967) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vision blurred, shortness of breath, appetite lost, bloating, pain in hip, neck pain, sigmoid diverticulosis, vaginismus, scotoma, chest pain, dyschezia, heat intolerance, cold intolerance, pain in hip, stomach ache, abdominal pain, nausea, low back pain, coccydynia, headache, vomiting, diarrhea, dry eyes, tinnitus, hematochezia, weight loss, helicobacter pylori test positive, faecal occult blood positive, endoscopy, dry heaves, chills, burning micturition, periumbilical pain, painful intercourse, ovarian cyst, hemorrhagic cyst and gerd. Concomitant products included ibuprofen from (B)(6) 2015 to (B)(6) 2018, medroxyprogesterone acetate (depo provera) since (B)(6) 2015 and paracetamol (tylenol). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: mental anguish, depression"), depression ("psychological or psychiatric problems condition: mental anguish, depression"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vision blurred ("vision blurry") and was found to have weight decreased ("weight gain/ loss specify which: weight loss"), 1 month after insertion of essure. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menstrual hemorrhaging/abnormal bleeding (vaginal, menorrhagia)/mestrual periods"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches") and back pain ("lower back pain"). On an unknown date, the patient experienced abdominal pain lower ("cramping"). The patient was treated with codeine phosphate; paracetamol (acetaminophen and codeine), ferrous sulfate, phenazopyridine hydrochloride (pyridium), tramadol and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, migraine, nausea, dysmenorrhoea, back pain and abdominal pain lower had resolved and the female sexual dysfunction, anxiety, depression, headache, dyspareunia, weight decreased and vision blurred outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: discrepancy noted- insertion date (B)(6) 2015. The left device was placed first with 4 turns of the device showing after placement. The right device was then placed with 4 turns showing. She had been treated for pain, bleeding. Removal details: procedure: the fallopian tube was pulled towards the patient's left slightly with popping out of coil. The coil was carefully milked and removed in its entirety from the left side. This was repeated on the contralateral side without incident. The coils were inspected and noted to be intact. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Pathology test - on (B)(6) 2018: gross description: there is in addition a spring-like device which is metallic and measures 3 cm by 3 mm in diameter. This is submitted for gross diagnosis only and the fallopian tube is represented in one block. In addition a spring-like device which measures 3 x 0.3 cm. Ultrasound pelvis - on (B)(6) 2018: 1. Complex cyst on the right ovary. This may represent collapsing hemorrhagic cyst. 2. Essure coils in normal position. Reason for exam: (us transvaginal non-ob) chronic pelvic pain. Impression: 1. Complex cyst on the right ovary. This may represent collapsing hemorrhagic cyst. 2. Essure coils in normal position. 3. Probable left parapelvic cyst.; on (B)(6) 2018: impression: complex cysts on the right ovary. May represent collapsing hemorrhagic cyst. Essure coils in normal position. Probable left parapelvic cyst. On (B)(6) 2018 surgical pathology report. Gross description: "left fallopian tube and essure" is two tubal fragments of tissue with aggregate length approximately 6 cm and average diameter approximately 0.6 cm. Fimbriated end is present. There is in addition a spring-like device which is metallic and measures 3 cm by 3 mm in diameter. "Right fallopian tube and essure" is multiple fragments of fallopian tube in aggregate 5 cm length, 0.6 cm average diameter. In addition a spring-like device which measures 3 x 0.3 cm. The devices are submitted for gross diagnosis only. Ultrasound scan - on (B)(6) 2016: impression: diagnosis: vaginismus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain lower, pelvic pain, headache, back pain, weight loss. Batch no: d01967, production date: 2014-08-20, expiration date: 2017-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vision blurred, shortness of breath, appetite lost, bloating, pain in hip, neck pain and sigmoid diverticulosis. In 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: mental anguish, depression"), depression ("psychological or psychiatric problems condition: mental anguish, depression"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight decreased ("weight gain/ loss specify which: weight loss") and back pain ("lower back pain"). In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menstrual hemorrhaging/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced abdominal pain lower ("cramping"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, migraine and nausea had resolved, the menorrhagia, vaginal haemorrhage, female sexual dysfunction, anxiety, depression, headache, dysmenorrhoea, dyspareunia, weight decreased and back pain outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain lower, pelvic pain, headache, back pain, weight loss. Most recent follow-up information incorporated above includes: on 6-jun-2018: pfs and mr received: events per pfs: abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: mental anguish, depression, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, weight loss, back pain, abdominal pain lower were added, patient's medical history was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a 39-year-old female patient who had essure (batch no. D01967) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vision blurred, shortness of breath, appetite lost, bloating, pain in hip, neck pain, sigmoid diverticulosis, vaginismus, scotoma, chest pain, dyschezia, heat intolerance, cold intolerance, pain in hip, stomach ache, abdominal pain, nausea, low back pain, coccydynia, headache, vomiting, diarrhea, dry eyes, tinnitus, hematochezia, weight loss, helicobacter pylori test positive, faecal occult blood positive, endoscopy, dry heaves, chills, burning micturition, periumbilical pain, painful intercourse, ovarian cyst, hemorrhagic cyst and gerd. Concomitant products included ibuprofen from (B)(6) 2015 to (B)(6) 2018, medroxyprogesterone acetate (depo provera) since (B)(6) 2015 and paracetamol (tylenol). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: mental anguish, depression"), depression ("psychological or psychiatric problems condition: mental anguish, depression"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vision blurred ("vision blurry") and was found to have weight decreased ("weight gain/ loss specify which: weight loss"), 1 month after insertion of essure. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menstrual hemorrhaging/abnormal bleeding (vaginal, menorrhagia)/menstrual periods"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches") and back pain ("lower back pain"). On an unknown date, the patient experienced abdominal pain lower ("cramping"). The patient was treated with codeine phosphate;paracetamol (acetaminophen and codeine), ferrous sulfate, phenazopyridine hydrochloride (pyridium), tramadol and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, migraine, nausea, dysmenorrhoea, back pain and abdominal pain lower had resolved and the female sexual dysfunction, anxiety, depression, headache, dyspareunia, weight decreased and vision blurred outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: discrepancy noted- insertion date (B)(6) 2015, (B)(6) 2015 the left device was placed first with 4 turns of the device showing after placement. The right device was then placed with 4 turns showing. She had been treated for pain, bleeding removal details: procedure: the fallopian tube was pulled towards the patient's left slightly with popping out of coil. The coil was carefully milked and removed in its entirety from the left side. This was repeated on the contralateral side without incident. The coils were inspected and noted to be intact. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Pathology test - on (B)(6) 2018: gross description: there is in addition a spring-like device which is metallic and measures 3 cm by 3 mm in diameter. This is submitted for gross diagnosis only and the fallopian tube is represented in one block. In addition a spring-like device which measures 3 x 0.3 cm.. Ultrasound pelvis - on (B)(6) 2018: 1. Complex cyst on the right ovary. This may represent collapsing hemorrhagic cyst. 2. Essure coils in normal position. Reason for exam (us transvaginal non-ob) chronic pelvic pain. Impression: 1. Complex cyst on the right ovary. This may represent collapsing hemorrhagic cyst. 2. Essure coils in normal position. 3. Probable left parapelvic cyst.; on (B)(6) 2018: impression: complex cysts on the right ovary. May represent collapsing hemorrhagic cyst. Essure coils in normal position. Probable left parapelvic cyst. (B)(6) 2018 surgical pathology report gross description: "left fallopian tube and essure" is two tubal fragments of tissue with aggregate length approximately 6 cm and average diameter approximately 0.6 cm. Fimbriated end is present. There is in addition a spring-like device which is metallic and measures 3 cm by 3 mm in diameter. "Right fallopian tube and essure" is multiple fragments of fallopian tube in aggregate 5 cm length, 0.6 cm average diameter. In addition a spring-like device which measures 3 x 0.3 cm. The devices are submitted for gross diagnosis only.. Ultrasound scan - on (B)(6) 2016: impression: diagnosis: vaginismus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain lower, pelvic pain, headache, back pain, weight loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received : outcome of the events pain and bleeding changed to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menstrual hemorrhaging"). The patient was treated with surgery (essure removal ). Essure was removed. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.